Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorbent canister and pressure relief valve were replaced to resolve the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation due to a leak of the absorbent canister and intermittently faulty pressure relief valve. There was no report of patient injury.